Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they adjusted the sample probe tip. Upon the ccc's instruction, the customer cleaned the integrated multi-sensor technology (imt) module, replaced the sensor and ran the dilution check. The customer also ran quality controls, which were within acceptable ranges. The cause of discordant na results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on five patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results except patient (B)(6), which resulted lower than the initial result. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.